Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d8, h2, h3, h6, h11. E3 correction added na. The device was returned to olympus for inspection. Based on the results of the investigation, olympus could not identify the foreign material nor why the foreign material remained on the device, therefore a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope was blocked with tissue adhesive. There were no reports of patient harm.